Manufacturer narrative:
Technical evaluation: the only device returned was the flattened (B)(4). The damage to the (B)(4) was most likely caused by the kinking of the neuron 070. The (B)(4) shows a number of small kinks and a flat spot from 31.2 to 33cm from the distal tip. The flat spot was likely caused by attempting to manipulate the (B)(4) in the kinked neuron. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009.

Event description:
The physician was using a neuron 070 to treat a carotid-t occlusion. The physician pushed a (B)(4) (reperfusion catheter 032) to the proximal end of the clot and was not able to push the separator through the catheter. The physician then took the entire system out and recognized that the neuron was kinked and that the reperfusion catheter was flattened.